Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and pericardial effusion which necessitated pericardiocentesis. The patient is a participant in the post approval clinical surveillance product surveillance registry. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: micra model #: mc1vr01-delsys, expiration date: 28-may-2018 / serial#: (B)(4), UDI #: (B)(4), mfg date: 28-nov-2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pericardial effusion was as a result of the implant procedure.

Manufacturer narrative:
Date received by manufacturer, notified date of previous correction was 24-jan-2020. If information is provided in the future, a supplemental report will be issued.